Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. When the left ventricular (lv) lead was connected to the new implantable cardioverter defibrillator (ICD), the device would not pace. When the lv lead was connected to the pacing system analyzer, the lead was able to pace. After the issue did not resolve by connecting and disconnecting the device again, the ICD was removed and replaced. The patient was in stable condition, and the lead was able to pace with the new device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.